Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400661526. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description stated that 20g classic catheters are shearing. Detailed inquiry description staff are reporting that the plastic catheter is shearing to the side with the needle poking through. Management did ask if they had pulled the stylet back and then reinserted and they claimed they had not. Description of the patient event staff was starting an IV and it was noted that the catheter sheared. No harm was reported.